Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) units batteries not charging.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) units batteries not charging. There was no patient involvement. Service order (so) # 44312345, dated 01/26/2023 "batteries not charging". Fse noted found unit with depleted li-ion batteries. Power cable not reeling. Readjusted power cable release cage. Replaced li-ion batteries as precaution. Checked charging circuit all charging correctly. Full calibration, functional testing and safety check to factory specifications. Returned to the customer and cleared for clinical use. The biomed was advised that this unit should be plugged to maintain batteries fully charged. Parts used: d146-00-0097 li-ion battery pack, tested 223556547ip 1 ea. D146-00-0097 li-ion battery pack, tested 223558947ip 1 ea.

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) units batteries not charging. There was no patient involvement.